Event description:
Related manufacturer report number: 2017865-2023-22302. During a remote follow-up, noise resulting in oversensing on both the right atrial (ra) & right ventricular (rv) leads were detected. Technical support was contacted and recommended the patient be monitored. The patient was stable and there were no consequences.

Event description:
Additional information was received that the ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer coil was compressed and the outer insulation was breached consistent with clavicular crush forces located at the middle region of the lead. The cause of the reported event was isolated to the exposure of the outer coil in the clavicular crush damage region.